Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department experiencing near syncope. It was discovered that the lead had dislodged. The right ventricular lead output was programmed to the lowest possible output and least sensitive setting to avoid further complications. The patient was stabilized and remained in good condition. No further information was reported.